Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested but not received. (B)(4).

Event description:
An ophthalmologist reported that five days following an intraocular lens (iol) implant procedure, the patient experienced a strange sensation in the eye and endophthalmitis was confirmed. A vitrectomy surgery was performed. An irrigation of the vitreous body and an anterior chamber was performed. The symptoms resolved. The lens remains in the eye. Additional information has been requested.

Manufacturer narrative:
The customer indicated the use of an approved cartridge and viscoelastic, with an unknown handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor iq and restor toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On (B)(6) 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On (B)(6) 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that a bacterium inspection was performed with a (B)(6) result. There was no bacteria confirmed from both samples of anterior chamber and vitreous humor. Confirmation of anterior chamber cells was the main finding and it was not particularly progressing. Slight vitreous clouding was observed, therefore the vitrectomy was performed. The surgeon's clinical judgement was that the event was non-infectious.

Manufacturer narrative:
(B)(4).

Event description:
An ophthalmologist reported that five days following an intraocular lens (iol) implant procedure, the patient experienced a strange sensation in the eye and endophthalmitis was confirmed. A vitrectomy surgery was performed. An irrigation of the vitreous body and an anterior chamber was performed. The symptoms resolved. The lens remains in the eye. Additional information has been requested. Smdr1: additional information was received, indicating that on the fifth postoperative day the patient experience difficulty seeing, cells attached to the backside of the cornea, vitreous clouding and the patient was diagnosed with endophthalmitis. Antibiotics and anti-inflammatories were given. The following day a vitrectomy and a posterior capsulotomy were performed. Even though there was descemets folds the next day, the general condition was alleviated. One month later the event was fully resolved.